Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that the blood glucose reading was between 300 to 500 mg/dl for the past 2 days. He stated that he was unhappy with the new infusion set he was using. He treated with manual injection. He also observed a bent infusion set cannula and blood at the tip of the cannula. He reported that the insulin had been in the car for 11 hours and may have been subjected to the heat. The customer declined troubleshooting for high blood glucose. Advised the caller to call back if the blood glucose levels did not come down or rise after the manual injection and set change. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.